Event description:
In 2009, the patient reported that last night she inserted a new battery into the infusion device and when she woke up this morning the display was blank and her blood glucose was elevated to 500 mg/dl. She stated that she did not look at the infusion device to ensure it was turned on after inserting the new battery. She injected 10 units of insulin to lower her blood glucose. She is using a battery with an expiration date of 2008. She attempted to remove and insert it several times and the display remains blank. She is inserting the battery properly. She inserted another battery and the display remained blank. She then inserted a 3rd battery and the infusion device powered on. Her blood glucose measured 447 mg/dl. Her normal blood glucose level is 80-120 mg/dl. She stated that she changes her infusion site every 2 days and she uses the infusion tubing for up to 10 days. She was advised to change the infusion tubing every 6 days. Further attempts to follow up with the patient were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.